Event description:
It was reported that the valve was explanted due to an unrelated infection. After explanting the valve, the physician noted that there was not enough flow through the valve.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leak testing. It was within specifications for all pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.